Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital with symptomatic pericardial effusions. The echo revealed moderated pericardial effusion with impending tamponade. A pericardial drain was placed and patient's symptoms improved. The atrial lead was revised.